Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had difficulty charging her ipg. The sjm representative met with the patient and confirmed the issue. The patient stated the ipg felt slightly tiled. The patient had also gained weight. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg pocket was relocated. Follow-up information revealed the issue is now resolved.